Event description:
It was reported that a physician attempted arteriotomy closure of the left iliac external artery after an unspecified procedure. Reportedly, the proglide became stuck in the pt artery. The reported method of how hemostasis was achieved was not reported. They were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.